Manufacturer narrative:
(B)(4). Other device used: catalog #00999601735, zmr cone body, lot #61741551. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to a broken stem.

Manufacturer narrative:
The returned zmr body and stem had been returned for evaluation. The stem was found to be fractured at the distal end of the zmr body. Manufacturing records for the proximal body and femoral stem were reviewed and found conforming. This device is used for treatment. The devices were implanted (B)(6) 2011, and the approximate time to failure was 4 years and 5 months. One post-operative x-ray was returned which was sent to an external surgeon for review. The surgeon indicated that the quality of proximal support was inadequate. A field action was conducted in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. It is likely that the lack of proximal support contributed to the fracture of the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.